Event description:
Noted a skin tear on the left lateral back and right upper scapula area after gently removing the r2 pads. Visible skin marks on the pads. Lot # y013118-01, model 335561reg, monophasic or biphasic compatible defibrillation cardioversion pacing ECG monitoring electrodes, manufacturer regard. Comparable to physio-control quick-combo electrode. Product not available for return.